Event description:
It was reported that foreign matter was found on 5 bd precisionglide¿ needles before use. The following information was provided by the initial reporter: "the customer reports a black particulate in an entire box of order received. Used for testosterone and b12 injections. Response received 07 sep 2023: I have forwarded the email to my staff pharmacist since she was the one who discovered the problem and she might be able to provide more information than I can. To my knowledge there has not been any patient involvement. Xxx discovered the problem when she was reconstituting an immunization and discovered a particulate in the syringe. How many occurrences of the defective needle(s)? 5 needles. Are you able to provide the date of the event in the format of dd-mm-yyyy? (B)(6) 2023- present. Was there any patient involvement? No patient involvement. If yes, how was the patient outcome? Are there any clinical signs, health consequences or impact? N/a."

Manufacturer narrative:
H6: investigation summary: it was reported a black particulate was in an entire box of order received. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a needle assembly in an opened packaging blister. The needle hub has black specks. No other defects or imperfections were observed. A device history record review was completed for provided material number 305199, lot 1144571. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.